Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5099857. Device evaluation: underweight and missing shell (75-100%). A microscopic analysis was performed which identified no other observation. Based on the device analysis the final assessment is: missing shell and patch assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.